Event description:
It was reported that the 9800 system had poor image quality during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
The customer canceled the service call.